Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain and intermittent abdominal pain. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The patient was prescribed antibiotic treatment at home but did not start yet due to unavailability of the antibiotic. At the time of this report, the event was ongoing. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.